Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and was found to be dim/faded and discolored. In addition, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter alleged that the insulin pump was unfit for use and needed to be "tested." No further information as available regarding the pump. There was no indication that the pump caused or contributed to an adverse event. This complaint is being reported because there was a question regarding the pump's ability to function/deliver insulin as intended.